Manufacturer narrative:
With regards to this complaint an eva surgical system was returned for investigation. Investigation of the system revealed that the can cable from the main board to the vitrectomy module was defective and caused a short circuit. Consequently the main board could not connect with the application and all modules underwent an error and stopped functioning. DHR review did not reveal any anomalies. In addition, review of our historic data showed that no similar events have been previously reported on our eva surgical systems. Based upon the available information, this event is determined to be a single occurrence and is considered attributable to a random component failure.

Event description:
The customer reported that during a procedure a monitor of the eva system became red and the system stopped working. The surgery was completed manually. Patient harm did not occur, however the whole procedure was prolonged.

Manufacturer narrative:
With regards to this reported event only a main board was returned for investigation. Investigation of the main board did not reveal any anomalies. Hence, the module was performing in accordance to the release specification. Further investigation is ongoing.

Event description:
The customer reported that during a procedure a monitor of the eva system became red and the system stopped working. The surgery was completed manually. Patient harm did not occur, however the whole procedure was prolonged.